Event description:
Event details for st. Jude crdm non-defib pacing lead model number 1688tc46 serial or lot number: (B)(6) select all that apply: insulation damage please specify when physician was opening the existing device pocket and removing adhesions on old leads, the physician nicked the insulation or the old right atrial lead (1688tc, 46cm, implanted (B)(6) 2009). When testing the lead using the medtronic analyzer, impedance values (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).